Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the cracked touchscreen alleged issue could not be verified; however, a different issue of touchscreen damaged was identified. Trends will continue to be monitored.